Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical gastrectomy, after the two firings, the third firing cannot be performed. They had to change the reload to complete the case. There was no patient injury.